Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the monitor failed baseline testing. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. Additionally, the rear response button was functioning intermittently due to a loose ribbon cable. The root cause for the open resistor could not be positively identified. The root cause of the loose cable was unable to be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient was experiencing adjust belt messages.